Manufacturer narrative:
Complaint conclusion: as reported, during an aortic prostheses procedure where a abbot armada 35 balloon catheter was being used, it was observed that the outer coating of a jindo guidewire (300cm str .035) came off. The wire was retrieved entirely; therefore no part of the coating was left in the patient. The procedure was finished successfully with another wire. There were no negative consequences for the patient. During the procedure, the wire was left within the catheter for a long period of time (approx. 5-6 hours). No further information is available. A non-sterile unit of endovascular wires & metals pgw jindo 300cm str .035 was received coiled inside of a plastic bag. About 20cm of the coating was delaminated from the wire distal section. Also, the guidewire presented with a fracture / separation on its core wire. The coil wire was observed stretched\unraveled. No other anomalies were found during visual analysis. The sample was sent to sem analysis and sem results showed that the separated core wire showed a plastic deformation that resulted in a surface type of cup and cone. Also, the coil wire was analyzed and results showed that the fractured wire presented with evidence of ductile dimples and a plastic deformation. These types of failures occur due to a tensile overload. Based on the evidence found it¿s very likely that the fracture could be related to a stretching/pulling events. The coating delaminated shows evidence of damages and elongations which suggest that the delamination could be related to the interaction with an unknown object and stretching/pulling events. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event by the customer as ¿coating - delaminated (peripheral)-in patient¿ was confirmed by the condition in which the product was received. The cause of the reported event could not be conclusively determined. However, procedural/handling factors, elongations and ductile dimples, might have contributed to those events. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. With the information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. Neither the device history record nor the product analysis suggests that the event could be related to the guidewire design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During an aortic prostheses procedure during use with an abbot armada 35 balloon catheter it was observed that the outer coating of a jindo guidewire (300cm str .035) came off. The wire could be retrieved entirely; no part of the coating was left in the patient. The procedure was finished successfully with another wire. There were no negative consequences for the patient. The product will be returned for analysis. During the procedure the wire was left for a long period (approx. 5-6 hours) within the catheter. No further information is available.